Manufacturer narrative:
Correction: section a1 - patient identifier. Additional information: section d4 - expiration date, unique identifier (UDI) # section g3 - date received by manufacturer section g6 - type of report section h4 - device manufacture date section h6 - evaluation codes section h10 - manufacturer narrative. The cause of the reported infection is not able to be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: infection that may require hospitalization with intravenous antibiotic therapy... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." Manufacturing records were reviewed and the devices met all requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was explanted due to concern for potential infection at the closed loop stimulator (cls) implant site.